Manufacturer narrative:
Medical product: liner standard 32 mm i.d. For use with 48 mm o.d. Shell; catalog no#: 00-6305-048-32 ; lot#: 63697496; shell porous with cluster holes 48 mm; catalog no#: 00-6202-048-22 ; lot#: 63696846; femoral stem 12/14 neck taper ext. Offset size 1 130 mm stem length; catalog no#: 00-8114-001-10 ; lot#: 37109689. Therapy date: (B)(6) 2018. The manufacturer received documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to infection and pain.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: please be aware that this complaint: (B)(4) it is a duplicate of the complaint: (B)(4)(submitted with the reference: 0009613350-2019-0001) and it will be set to not a complaint. Please delete this report from your database. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please be aware that this complaint: (B)(4) it is a duplicate of the complaint: (B)(4) (submitted with the reference: 0009613350-2019-0001) and it will be set to not a complaint. Please delete this report from your database.